Manufacturer narrative:
On may 26, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 350cc breast implant was found ruptured and received in two parts, in addition, a crease/fold was noted on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 38-year old caucasian female patient underwent primary breast augmentation with two 350cc mentor memorygel breast implants. Post-operatively, the patient underwent breast implant exchange, for unspecified reasons, on (B)(6) 2023. During the surgery, the patient was diagnosed with bilateral breast implant ruptures. Subsequently, the patient's implants were replaced with the following: (left) 400cc mentor memorygel breast implant catalog: 3504004bc lot: 9775190 sn: (B)(4) and (right) 400cc mentor memorygel breast implant catalog: 3504004bc lot: 9811127 sn: (B)(4)., this medwatch form is for the left breast prosthesis.